Event description:
It was reported: "when the cutting block was removed from the femur after the cuts had been performed one of the pins from the back of the block remained lodged in the femur and had to be removed with some difficulty."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.